Event description:
Elderly male in for right total hip arthroplasty using biomet size 14 press fit femoral component, 32 mm head plus 12 neck length, 64 mm acetablular component w/ 32 mm liner, 10 degree hood. Intraop: 62 cup was impacted about 35 degrees of anteversion, 45 degrees of lateral opening. Trying to remove it, part of the screw mechanism that locked the cup and had broken, unable to disengage the mechanism from the cup. Had to extract the cup which was fairly easy to do, then tried disassembling, but being unable to. Reamed then to a 62, and then to a 63 & utlizing the straight impactor. The cup was impacted about 30 degrees of anteversion & 45 degrees of lateral opening.